Event description:
A health care professional reported that a patient was diagnosed with stage one diffuse lamellar keratitis in the left eye after lasik surgery. There was no patient harm.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile shows all laser system functions were within specifications. The logfile shows four successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review of the complete treatment day shows that one beam control check was performed way before five minutes the start of the treatment and not immediately before the treatment. The review also shows that during three treatments the suction process was achieved without missed vacuum one or two and re-dockings. During one treatment the surgeon lost vacuum one twice during the docking process or before the treatment the review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. The system was working within specification a review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. The device meets specification as per service installation record. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).